Event description:
Patient treated with miradry on (B)(6) 2015. Called office on (B)(6) 2015 complaining of pain in left underarm; prescribed antibiotic until could come to office (B)(6) 2015 when area was drained. Was traveling (still on antibiotics) when needed more drainage (B)(6) 2015. No confirmation of infection.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.